Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient went in to the clinic because they were having complex reg pain syndrome. Pain from the left foot and ankle up to the knee. The patient reported that they fell off a stool last year. An x-ray was performed, and it was determined that the leads hadn¿t moved. It was reported that electrodes 8 ¿ 15 had high out of range (oor) impedances. The ins was reprogrammed around the oor electrodes. The patient achieved coverage and pain relief. No further complications are anticipated.